Event description:
It was reported that balloon was broken and detached from catheter.

Manufacturer narrative:
The device was not returned however, a device history record review was completed and documented that the device met all specifications upon distribution.